Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by ms&s that a nurse called about her patient's powerpicc solo. She stated that the needless connector was found to be off of the end of the powerpicc solo; the cap cannot be located, it could have been off for 12 hours. The nurse asked ms&s if it is okay to continue to use the powerpicc solo for therapy. Ms&s informed the nurse that there is an infection risk if the needless connector came off and was exposed to not sterile items. Informed that a physician would need to give her direction on keeping or replacing the powerpicc solo. The nurse states she would check with her infection control contact and the patients infection control physician concerning the powerpicc solo. No patient injury reported.